Manufacturer narrative:
As we could not obtain neither of the devices involved, retained samples of the same lot have been tested electrically, thermally, for their adhesion and inspected visually. All samples were found to perform within the limits and no faults could be detected. Images of the devices involved show two burn marks on the first electrode (one tiny, the other approx 1 cm2), and no mark on the second. As no further information has been made available so far on the models of generators used and their safety features, the skin preparation, the position and relative orientation of the electrodes relative to the surgical area, the dimensions of the wounds and their treatment despite repeated requests, no conclusions as to the cause of the incidents can be drawn so far. However, it should be noted that the proper use of a split electrode with a generator with activated electrode contact quality monitoring system should have prevented any burn.

Event description:
On january 31st we have received a complaint about two incidents that happened in the hospital estadual bauru, brazil. 1. A total abdominal hysterectomy was performed. A split dispersive electrode was used. The patient suffered a 2nd degree burn. 2. A hemorrhoidectomy was performed. A split dispersive electrode from the same lot was used. The patient suffered a 1st degree burn on the anterior right thigh. No further information about the generators used, further details on placement of electrodes and skin preparation, the patient's, and the treatment of the burns has been disclosed to us so far despite repeated requests.

Manufacturer narrative:
As we could not obtain neither of the devices involved, retained samples of the same lot have been tested electrically, thermally, for their adhesion and inspected visually. All samples were found to perform within the limits and no faults could be detected. Images of the devices involved show two burn marks on the first electrode (one tiny, the other approx 1 cm2), and no mark on the second. As no further information has been made available so far on the models of generators used and their safety features, the skin preparation, the position and relative orientation of the electrodes relative to the surgical area, the dimensions of the wounds and their treatment despite repeated requests, no conclusions as to the cause of the incidents can be drawn so far. However, it should be noted that the proper use of a split electrode with a generator with activated electrode contact quality monitoring system should have prevented any burn.

Event description:
We have received a complaint about two incidents that happened in the hospital in another country. A total abdominal hysterectomy was performed. A split dispersive electrode was used. The patient suffered a 2nd degree burn. A hemorrhoidectomy was performed. A split dispersive electrode from the same lot was used. The patient suffered a 1st degree burn on the anterior right thigh. No further information about the generators used, further details on placement of electrodes and skin preparation, the patient's, and the treatment of the burns has been disclosed to us so far despite repeated requests.